Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reported, "significant capsular contracture", baker grade unknown. Device has been explanted.

Event description:
Patient reported right side pain and deflation. Additionally, healthcare professional reported "significant capsular contracture," baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat and white particles inner the shell. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side pain and deflation.

Event description:
Patient reported right side pain and deflation. The device remains implanted.